Event description:
Bsc/target was notified that during advancement of the gdc 10-2d coil through the micro catheter, half of the coil was in the aneurysm when the physician noticed resistance. The physician pulled back on the pusher wire and realized that the coil had become detached from its pusher wire. Retrieved coil with microvena snare and used another coil to finish. Procedure outcome was successful.